Manufacturer narrative:
Insulin pump received with missing segments/partial display due to moisture damage on the electronic and motor assemblies. Unable to perform the displacement test and self test due to missing segments/partial display. Unit received with cracked case on the back at the battery tube area, and battery tube threads. Unit received with cracked keypad overlay at select button, and scratched display window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the rail of the insulin pump got broken, because the belt clip was pulled from the insulin pump. Customer¿s blood glucose was unknown. Insulin pump will be returned for analysis.